Event description:
Complainant stated that, over a period of time, one of co's products had "tipped over", causing injury to an operator who was trying to prevent it from falling. The complainant stated that this event has occurred several times, causing injury to three operators. Allegedly, one of the injuries is permanent.